Event description:
The facility, (B)(6) adult family home, called stating that the hand set for the rps350-1 stand-up lift allegedly will not work. A replacement was put on the lift and it is working.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 6 years 8 months old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male and resides at a facility the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.